Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Postoperatively, the patient was having discomfort and the surgeon felt the finger pad during examination. In 2008, the surgeon took the patient to surgery and removed a finger pad from the patient that had come off during the initial surgery. The surgeon was not aware that it had become dislodged during the initial procedure, and he inadvertently closed it within the incision of the patient.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.